Event description:
Previous medwatch submission noted rupture. Medical review concluded insufficient information to support the event of rupture. Hence the event of rupture is being unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6

Event description:
Device was received in device analysis lab for rupture. The reporter has not specified an event for this side. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.